Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device's cuff had an air leakage. Customer reported that there was no patient involvement.

Manufacturer narrative:
One sample was evaluated. All tasks associated with this complaint are complete. The reported condition was not confirmed. The device history review(DHR) shows the product was released to specification. The investigation did not find cuff had an air leakage. Therefore, the reported condition is not related to manufacturing process. So, the root cause and corrective action is not required. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.